Event description:
This is a report of peritonitis and death in a patient coincident with peritoneal dialysis (pd) therapy. The patient experienced pneumonia. The patient was given unspecified oral antibiotics to take at home. The patient experienced dehydration, congestion, and low blood pressure, and was taken to the emergency room. Treatment rendered was not reported. On the same day, the patient was discharged home from the emergency room. Seven days later, the patient presented to the hospital with symptoms of abdominal pain, cloudy effluent, but no fever. The patient experienced peritonitis and was hospitalized for the event. Treatment consisted of vancomycin intravenously (dose, frequency not reported). The patient then received hemodialysis treatment and was discharged home. The cause of the peritonitis was unknown. The patient was reported to be recovering from the peritonitis event. One day after discharge from the hospital, the patient collapsed at home and ems was notified. The patient was transported to the hospital immediately as cardio-pulmonary resuscitation was being performed. The patient was immediately vented as life-saving measures were being performed. Later in the day, it was decided to remove the patient from the ventilator and the patient died shortly after. An autopsy was not performed. The cause of death listed on the death certificate was hypertension and coronary artery disease. Pd therapy was ongoing until the last treatment prior to death.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.